Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on all channels post shock, suspect due to failed ra lead and residual energy present post shock. Ra lead appeared to stop working but it was determined that it was the atrial port of device. It is believed the atrial channel in the can is bad, leads were all ok. Put v sense lead in atrial port. Pt presented with inappropriate shock, svt into shock zone, got shocked, interrogated device, atrial lead and rv lead appeared to be fractured so the patient was sent for an evaluation. Data was sent in from the device. "The memory dump and found no resets and no abnormal faults. Some of the episodes show noise present during atr and non-sustained episodes. The noise seen on all three channels appears to be caused by the lead system and or the connections. They should consider evaluating all leads for possible fracture or connection issues.